Event description:
It was reported that this pacemaker was exhibiting undersensing and low amplitude morphology measurements on the right atrial (ra) channel. This has resulted in a high volume of premature ventricular contraction (pvc) counts in the device memory. Troubleshooting options were provided to the field and the ra lead remains in service. No adverse patient effects were reported.